Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was over 600 mg/dl with blurred vision, vomiting, and symptoms of dehydration. It was reported the patient self-treated with an insulin injection, the pump's settings were not recently changed, and the patient discontinued pump therapy. It was reported the pump alarmed for a call service (cs 069) alarm. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the alarm history and black box showed evidence of call service 087 alarms on (B)(6) 2016 at 14:24; deliveries never resumed. The pump powered on to a call service 69 alarm. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additional testing could not be completed due to the alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.